Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Things settings not available on gray. Instructed patient to try group bnc. If he is still seeing settings unavailable on other groups, a meeting to reprogram. Additional information was received from the manufacturer representative (rep) reporting that the cause of the settings not available message was due to out of range electrodes. The only functional electrodes were 5, 11, 12, 13 and 14 and the rest of the electrodes were reading greater than 40,000 ohms ¿ cannot use. The rep programmed the functional electrodes. The issue was resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.